Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted and exchanged intraoperatively on (B)(6) 2017 due to a lens tear during injection. The problem was resolved.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted and exchanged intraoperatively on (B)(6) 2017 due to a lens tear during injection. The problem was resolved. The cause of this event was stated as "not enough hydration of the foam tip". Conclusion: the cause of this event was stated as "not enough hydration of the foam tip". (B)(4).

Manufacturer narrative:
Additional information: device evaluation: product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found pieces of the haptic missing and clear residue on lens. Claim#: (B)(4).